Event description:
According to the reporter: the tip of the device cracked and the broken piece was removed from pt cavity. No tissue damage or further issue was reported.

Manufacturer narrative:
(B) (4).